Event description:
It was reported that the patient was having a lot of prostatitis, but the device was not helping. The patient had gone through all four programs and none had helped. For the past 6-8 weeks, there had been a lot of doctor visits and injections. The patient stated it might have been brought on by stress, as his wife was diagnosed with cancer. The patient was directed to contact the doctor¿s office to get programming. Follow-up information received reported the cause of the event as prostatitis. The patient did not require hospitalization and patient outcome noted as no injury.

Manufacturer narrative:
Product ID 3093-33, lot# v026811, implanted: 2007-(B)(6), product type lead, product ID 3031a, serial# (B)(4), implanted: 2002-(B)(6), product type programmer, product ID 3095-10, lot# serial# (B)(4), implanted: 2009-(B)(6), (B)(4).